Event description:
During a lcp-ptp procedure the surgeon inserted the cortical screw 28mm and, the screw was not effective. The tip of the screw had appeared in the opposite side. Therefore, 32mm screw was inserted again, but it was not effective. Both screws did not fit. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation of the complained screw shows no deviation to specifications. Abnormalities which could have caused the problem were not found. The exact reason causing the reported problem was undetermined. These screws are in faultless condition. Reviewing the manufacturing and material document shows no deviation to the specification. No product fault could be detected.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.